Event description:
It is reported that the pt had bilateral hip implants in 2010. The pt states that she occasionally experiences a dull ache in her right hip after extensive walking and exertion. On (B)(6) 2012, the pt had x-rays taken. The surgeon advised her that no problems were evident. The pt was told to follow-up in one year unless her condition worsens.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.